Event description:
Hcp explanted the device system and returned it to the manufacturer for analysis after it had been implanted for 42 months. No reason for the explant was given. A follow up report will be sent when additional information is received.